Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly. Additionally, it is possible that during the attempt to load the filter, excessive force was applied to the delivery catheter handle causing the handle to break or separate. However, without having the device to examine, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use of the emboshield nav 6 embolic protection system (eps), during prep, the filter could not be inserted into the delivery catheter (dc) pod. The device was pulled and the tray was pushed down but the filter would not go in and the deployment handle ended up separating. The device was not used and there was no patient involvement. A new emboshield was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.